Event description:
The customer alleged an oil mist event was present. The customer stated no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) replaced the oil mist filter and hardware. The fse also replaced the catalytic convertor, then performed a leakback test and an empty test cycle. Results - catalytic converter. Reference MDR: 2084725-2009-00315.